Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2020-may-28 regarding a patient receiving lioresal (2000mcg/ml at 318.4mcg/day) via an implanted infusion pump. It was reported that the patient had moved, was managed, was injured in an accident, moved again, and then a pump manager could not be found. The patient had received an emergency refill approximately 6-8 months ago and the patient's brother was now caring for the patient. A double alarm was noticed and alignment with a new manager was attempted, but they were unable to locate one. The old managing physician was contacted and a manufacturer representative was contacted to follow-up with the patient's brother. Additional information received from a consumer via a manufacturer representative indicated that both the non-critical and critical alarms were sounding, but nobody took the patient's insurance. The patient was non-communicative due to a head injury which was not related to the device/therapy. The patient's family member did not want to go to the emergency department (ed) because of covid-19. It was thought that the non-critical alarm was the elective replacement indicator (eri) and the critical alarm was the empty reservoir alarm. The pump was last filled on (B)(6) 2019 with the low reservoir alarm set to 4ml. The low reservoir alarm date was (B)(6) 2020. The representative had called and texted everyone possible and could not find anyone to take the patient's insurance, so they recommended that the patient go to the ed. No patient symptoms were reported and no further complications were reported or anticipated.

Event description:
Additional information received reported that the patient¿s pump was shut off to stop the alarming due to patient¿s family dynamics and the pump availability. There were no further actions or interventions taken to resolve the issue. The pump alarm/empty pump was resolved at the pump was shut off permanently. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.